Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that multiple complications were encountered during impella 5.5 support. It was documented that during support, the purge flow suddenly decreased. A tissue plasminogen activator protocol was initiated to prevent a purge block. After six hours, the purge flow returned to normal. Roughly six days later, the pump flow rate began to decline and hemolysis began to develop. Attempts to reposition the pump were unsuccessful as placement into the mid left ventricle space proved difficult. Due to the ongoing issue, the decision was made to explant the pump. Following explant, a large clot was noted on the inlet. A new impella 5.5 pump was placed for ongoing support. The patient survived the event.

Manufacturer narrative:
The investigation for the hemolysis, low pump flow, positioning issue, and high purge pressure has been completed. The product was not returned. Data logs are not available after the aic swap. Review of the available logs showed no abnormalities that would aid in the investigation since the complaints. The root cause of the high purge pressure was most likely biomaterial as tpa was added to the purge and resolved the issue. Clinical details mention pump positioning against the mitral apparatus on the day of the complaint as well as a clot on the explanted pump. It was noted that there were no anatomical abnormalities and no cannula kinks. The cause of the low pump flow was not determined since product was not returned and insufficient logs and clinical details were provided. The md attempted repositioning after the pump was found to be against mitral apparatus but the attempt failed. It was noted that there were no anatomical abnormalities and no cannula kinks. Therefore, the root cause of the positioning issues was most likely use-related. Clinical details mentioned pump positioning against the mitral apparatus on the day of the complaint as well as a clot on the explanted pump. However, the root cause of the hemolysis was not determined since product was not returned and insufficient logs and clinical details were provided.